Event description:
During a laparoscopic colectomy procedure, the device was inserted into the access wound. Immediately after the device was closed, the upper membrane of the device tore. There was no patient consequence.